Event description:
Three endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery systems were used to treat a severely calcified lesion in a patient's rca. The three devices were successfully implanted overlapping. The physician attempted to post-dilate the distal endeavor sprint rx stent within a previously deployed stent to treat instent restenosis. Despite numerous post-dilations a tight, focal narrowing remained. The physician attempted to expand the narrowing using a durastar balloon, but was unsuccessful. It was reported that an nc sprinter was then delivered to the target site and inflated to 35 atmospheres resulting in a balloon burst. During withdrawal of the nc sprinter, the physician encountered resistance as the balloon material was caught on the distal segments of the newly deployed proximal stent. The physician applied force to remove the device and on removal found the balloon material had detached. It was noticed under fluoroscopy that as a result the distal half of the mid stent had been pulled proximally upon itself and there was a mass of metal and balloon material in the vessel. It was reported that the physician failed to pass any devices by the mass of metal and balloon material in an effort to crush the mass against the vessel wall. The physician passed through with a rotoblade, pre-dilated with a number of balloons and an endeavor stent was successfully implanted at the site of the damaged mid stent. It was reported that on post-dilation of the endeavor stent it was noticed that there was a proximal dissection and the proximal stent had been pulled distally when it was damaged. The physician implanted another endeavor stent over the dissection. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The endeavor sprint stent delivery systems were not returned to medtronic for evaluation. (Reference MFR reports 2953200-2010-00604, 2953200-2010-00606).

Manufacturer narrative:
(B) (4). Heavy calcification of rca, deformation, care to be taken crossing newly deployed stent, nc sprinter over inflated by 17 atmospheres. Conclusion: heavy calcification of rca.